Event description:
The customer reported the pt had a low-transverse c-section performed during which filshie clips were used for a tubal ligation. After the closure of the surgical wound, a small amount of oozing was noted at the incision site. Three small areas were cauterized using monopolar energy. The pt recovered and was discharged home. Four days after the procedure the pt required surgery due to three small perforations of the colon. The pt's primary physician felt that the perforations were related to the positioning of the filshie clips and that they redirected or caused a deflection of the electrical energy causing the injury to the colon.

Manufacturer narrative:
(B)(4). The incident sample has been requested but the customer has indicated their biomed inspected the generator and no findings/problems were found and they will not be returning it to covidien. W/o a sample, a detailed investigation could not be performed. Therefore, the reported condition could not be verified or confirmed. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.